Event description:
It was reported, the pt lost stimulation due to not maintaining the ipg as recommended. In turn, the programmer and charger could no longer communicate with the ipg. An sjm rep met with the pt for troubleshooting and was unsuccessful. A review of the MFR's device record database revealed the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.